Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total gastrectomy with esophagectomy, on esophagojejunostomy anastomosis, the esophageal anastomosis was incomplete. They resected and re-stapled to fix the staple line. The surgeon had to take additional esophageal margins to create a side to end anastomosis. The surgical time was extended by thirty minutes or more and tissue damage was also noted. The surgical oncologist had to redo anastomosis. They used a linear stapler in place of another circular stapler to complete the case.